Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. Visual inspection noted a swollen battery. An f-94 alarm was identified during functional testing and the alarm log review. The cause of the low battery was determined to be a swollen battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump had a low battery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.